Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Caller states results should be about 90-100 mg/dl. Reviewed memory, results as follows: (B)(6) at 8:23a 73 mg/dl, 09/02 at 11:35p 88 mg/dl, (B)(6) at 6:49p 70 mg/dl, (B)(6) at 8:28a 48 mg/dl. No adverse event reported.